Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-03372. It was reported that the patient was seen in clinic as his clock was reset. The pump was working functioning normally. The plan of care was to perform a computed tomography scan, obtain another wound culture, blood culture and initiate antibiotics. Log file analysis showed that the controller was reset to the default time stamp of (B)(6) 2001 1:00. This usually occurred when all power was lost to the system and pump and controller shut down. The patient likely allowed the batteries to completely drain which caused a pump stop and controller clock to reset. Log file analysis also captured a couple of pump stops due to the driveline being disconnected. There were also a few no external power events. The patient reported disconnecting driveline to untangle it as he frequently gets it twisted while connected to ac power. He also reported that the mobile power unit was disconnected from the wall on several occasions due to stretching the cable too far while going from the bedroom to the bathroom. The patient was re-educated about both issues. The clock was reset on the controller via the monitor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarms were confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6)) was not returned for analysis; however, log files were submitted for review spanning approximately 1 day (01jan2001 per timestamp). The events in the log file were captured while the system clock was not properly set and the exact date and time of all events in the log file are unable to be determined. In the log file there were 3 no external power events that occurred due to a loss of ac power while connected to the mpu. The backup battery provided power during these events and these events cleared once ac power was restored. There were no other notable alarms in the log file related to the reported event. It was communicated in the reported event that the observed no external power alarms were due to the patient accidentally disconnecting the mpu power cable from the ac wall outlet. The root cause of the reported no external power alarms were determined to be from the patient disconnecting the power cord from the outlet, as reported. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications prior to being initially shipped outbound on 19oct2020. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.